Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304 - 2024 - 0000466. This supplemental report is being submitted to provide correction to g3 date.

Event description:
It was reported that during a screening colonoscopy, when angulating the scope, it would lock. The physician was thus unable to disengage during removal of a polyp, causing the colon to tear/perforate. It is unclear if this patient underwent any treatment. The physician stated that the colon was not insufflating during the procedure, and it was unclear if the insufflator malfunctioned or if there was a problem with the scope, or if it was something else. Additional information has been requested and pending information. The customer indicated 6 cases of perforations occurred. Thus, additional 4 cases are reported for perforation. 2 patients had microperforations in the colon were treated. 4 patients had surgeries: repair in 1 patient and hemicolectomy in 3 patients.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2024-0000466. A3a: male was inadvertently selected and could not unselected. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. One unit of ucr (endoscopic co2 regulation unit) was returned to olympus and the inspection was conducted. As a result, no abnormality of the device was recognized and the phenomenon was not reproduced per the returned unit. The device history record was unable to be reviewed for this specific device since the serial number was not provided for this complaint. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause of the reported event could not be determined with the information received. Olympus will continue to monitor field performance for this device.